Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
The explanted device is presumed lost and will not return for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the device will not return for analysis. A review of the device history record was completed and rework noted to remove metallic contamination on surface of ceramic, however, this is not believed to be related to the complaint.   This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire within the small tubing. This is not believed to be related to the return reason. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.